Event description:
It was reported that during a repair of a meniscal tear, the sliding knot would not slide; the surgeon cut the sutures at the meniscus and the implants remain behind the meniscus. The case was completed with three more implants. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided and without device evaluation, the exact cause of the event could not be determined. The most likely cause of this type of event would be lack of free slack in suture at all times during insertion, not following the deployment sequence as outlined in the surgical technique guide, and/or excessive pulling on suture slack when using the knot pusher. A new labeling statement is being placed on the device package, instructing the user as follows: if resistance is felt during implant insertion, advance trocar to depth stop and rotate trocars back and forth with controlled pressure. This will avoid damaging the implants. To avoid premature tension to construct do not pull external suture before releasing trocar #2. Do not trap external suture against handle. After implanting #1, do not move device before releasing #2. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.